Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose and protruded drive support disk. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed several errors, the presence of which interrupted the insulin pump's ability to upload. The customer did not provide the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.